Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Nebulizer is not vaporizing medication.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date, initial reporter information, and device information.

Event description:
Nebulizer is not vaporizing medication